Event description:
A healthcare professional reported that during a cataract surgery, a severe corneal burn occurred while using the handpiece. There was a de-epithelized area of 3 mm and the basis of the iris was also burnt. The corneal burn required 4 stitches. It was also reported that there was a severe astigmatism following the corneal burn. Additional information has been requested, but not received to date.

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).